Manufacturer narrative:
The referenced infection was reported under medwatch MFR report# 2916596-2017-xxxxxx. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that in clinic, driveline fault alarms were confirmed, with no visible damage to the percutaneous lead (driveline). A log file reviewed by the technical service representative confirmed driveline fault alarms scattered throughout the log file. The system controller was exchanged and a second log file was provided which also contained driveline fault alarm. X-rays submitted appeared mostly unremarkable; however, there appeared to be very little slack in the driveline internally near the pump itself. Additional log files were submitted from a 3rd system controller which also showed driveline fault alarms. On (B)(6) 2017 a driveline evaluation was conducted using a phase interrupter and the black wire was found to be broken. The technical service representative began to proceed with the repair, deciding to replace about 22 inches from the distal end, about 3 inches from the exit site, however, when the white silastic sleeving was cut, body fluids oozed out from the driveline. The repair was discontinued. The patient was scheduled for a pump exchange on (B)(6) 2017, however the exchange was postponed due to the infection.

Manufacturer narrative:
The submitted system controller log files captured intermittent driveline faults and associated yellow wrench advisory alarms. In addition, phase 2 values appeared to be elevated throughout the data. Based on previous complaint history, the captured events appear consistent with a potential driveline issue. Despite the observed driveline faults, the pump appeared to have operated as intended above the low speed limit throughout the captured data. During the onsite driveline evaluation, the phase interrupter test revealed a broken black wire, which could have contributed to the driveline fault alarms and irregular phase 2 values observed in the submitted log files. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.